Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific the customer reported that they received two false negative results from their clinitest rapid covid-19 antigen test in the span of three days compared to a positive result received the week prior at the doctor's office, method unknown. There was no reported injury due to this event.

Manufacturer narrative:
UDI could not be included in this report since customer did not provide lot number. Considering the long duration between testing at the doctor's office and testing at home, there is a high possibility that the tests were performing as intended and produced valid negative results. The manufacturer has requested more information from the customer to be able to perform further investigation, however the customer has not responded. The cause of this event is unknown.